Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-07927. It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery (rca). After a guide wire crossed the lesion and a guidezilla guide extension catheter was advanced, a 3.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, while delivering the device through the guidezilla, the delivery catheter completely fractured in the middle. Subsequently, the device was completely removed from the patient's body by pulling the entire system out including the guide wire and guidezilla. Another 3.50 x 38 synergy ii drug-eluting stent was then advanced to treat the lesion. However, the catheter also fractured at the proximal portion of the balloon and stent. The fractured portion could not be removed and so it was crushed against the wall of the mid rca with an nc quantum balloon catheter. Subsequently, six synergy stents sized 2.75mm x 32mm, 3.0mm x 16mm, 3.5mm x 38mm, 3.0mm x 38mm, 3.5mm x 32mm, and 4.0mm x 20mm were implanted in the entire rca and the procedure was completed. No patient complications were reported and the patient's status was fine.